Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, after being implanted, a chpv and bactiseal catheter were found to not be working. The devices were removed from the patient.

Manufacturer narrative:
(B)(4). Two sets of valves and catheter combinations were returned for evaluation. This evaluation is of the valve with lot number cvlbcb, serial (B)(4), and the attached catheter. The valve and catheter were visually inspected. No issues were noted. The position of the cam when valve was received was 170 mmh2o. The valve was hydrated and tested for programming, with no issues found. The valve was flushed; no occlusion was noted. The valve was leak tested and passed. The valve was reflux tested and passed. The valve was then pressure tested and passed. Evaluation of the catheter found no leakage or occlusion. Review of the history device records noted one nonconformity during products manufacturing. The affected pieces were scrapped. Based on evaluation of the devices, the reported issue could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer MDR 1226348-2017-10802 for the report associated with the catheter attached to this valve, and mdrs 1226348-2017-10764 and 1226348-2017-10765 for the reports associated with the second valve and catheter set.